Manufacturer narrative:
A ge representative evaluated the system and found the generator interface board and back plane needed to be replaced, but no conclusion can be drawn as repair info is not available.

Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup, shut down, or not to boot. No pt injury was reported.